Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ligating pulmonary vessel on a laparoscopic video assisted thoracoscopic lobectomy, the staples could not form well and some staples were c-shaped. Also the staple line was incomplete in the distal part. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the loading unit had a full complement of staples. The proximal end of the adapter was broken and missing. The articulation flag was bent. Functional testing of the loading unit could not be performed due to the damage to the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.